Event description:
It was reported that left ventricular (lv) lead was explanted due to an infection. The entire system was replaced with leadless pacemaker. The cause of the infection is unknown, however, there is no indication and/or allegation that the infection was due to lv lead and related procedure. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.